Event description:
This female pt was admitted for coronary eval due to chest pain. Angiography revealed a calcified, 70% stenosis in the mid-lad. The vessel was described as tortuous. The vessel was accessed with an ebu3.5 guiding catheter and an abbott bmw guide wire. The lesion was predilated several times with a medtronic sprinter 2.5x 12mm balloon. Then the 2.5x23mm cypher select stent was selected. The device was inspected prior to use and no anomalies were noted. The device was prepped according to the IFU; however, negative pressure was drawn on the device prior to insertion into the pt. The cypher device was advanced to the target site. The physician did not feel difficulty during advancing, but when the stent arrived near the lesion, the stent dislodged. The physician retrieved the stent immediately with the 2.5 x 12mm balloon. Pci was not completed. The physician will conduct the procedure at a later date. There were no other reported complications or pt injury.

Manufacturer narrative:
A non-sterile cypher select 2.50x23 mm was received. The shaft was kinked. The balloon was not pleated, it appeared as if it had been partially inflated; dry inflation media and dry blood residues were observed on the unit. No other anomaly was observed. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Stent dislodgement is a known complication associated with stent placement. The stent dislodgement reported by the customer was confirmed; however, it is likely that procedural factors, such as negative prep outside the pt and inadvertent partial inflation of the delivery system prior to deployment, and lesion characteristics, such as, calcified and tortuous, could have contributed to the reported event. The exact cause of the kink on the shaft could not be conclusively determined. Controls are in place to prevent this kind of damages from leaving the facility. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.